Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional event information received on aug 5, 2016. The subject devices are currently undergoing evaluation. The results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on aug 5, 2016. It was further reported that there were no fragments generated nor did of the devices implanted on (B)(6) 2015 remain in the patient after the (B)(6) 2016 revision surgery. All the devices (two unknown plates and 12 unknown screws) were successfully removed.

Manufacturer narrative:
Patient weight is unknown. Exact date of post-operative plate breakage is unknown. This report is for two (2) unknown plates. Other): without a valid part and lot number, the UDI is not available. The complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. Unknown, as specific part and lot numbers for the complainant plates were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to the presence of two (2) broken plates. The patient had originally undergone a laforte-one bilateral sagittal split osteotomy procedure on (B)(6) 2015. It was noted that the surgeon had cut the maxilla and mandible in order to reposition the teeth and jaw for insertion. On an unknown post-operative date, x-ray imaging identified that two (2) plates had broken in half at a screw hole. As a result, the patient returned to the operating room on (B)(6) 2015 to have the plates and ten (10) intact screws removed. The patient was then revised with a custom medphor implant. No additional information pertaining to the patient's outcome was provided. Concomitant device(s) reported: screws (part: 401.063 / lot: unknown / quantity: 10). This report is for two (2) unknown plates. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510(k): subject device brand name, part number, common name, device product code and 510(k) were identified during the investigation of the returned device. Other number¿UDI: (B)(4) lot number unknown. (B)(4). A product development investigation was performed for the subject device (2.0mm ti curved sagittal splitpl-low profile 6 holes/8mm bar, part number 447.034, lot number unknown). Two unknown plates were received with the complaint category of ¿broken: postoperatively.¿ it was reported that a patient underwent a le fort I bilateral sagittal split osteotomy on (B)(6) 2015 was revised on (B)(6) 2015 because the plates were noted to have broken post operatively. The broken plates and intact screws were easily removed without an issue. This report addresses one of the reported plates. The other plate is reported under a separate report for this complaint. The part numbers of plate was not reported. However, dimensional inspection of the available features shows that the plates are conforming to the 2.0mm sagittal split plate, curved, 6 holes, 8mm bar, low profile plate (part number 447.034) from the orthognathic modular fixation system per the reference drawing. Thus, this part number was reviewed in the investigation. A visual inspection and drawing review were performed for the plate as part of this investigation. The complaint condition is confirmed as the plate was received showing a break on one side of the plate. The break is located where the central band meets the first screw hole. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patient compliance and activity level, comorbidities, and the surgical technique. Thus, since the conditions at the time of the break are unknown, the root cause cannot be definitively determined. The returned part was determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Concomitant medical products: qty 12, 401.063, 2.0mm titanium cortex screws, lot number unknown. A device history record review was not able to be completed because a lot number was not identified for the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).